Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t2 implant did not completely deploy from two fast-fix 360 curved devices and pulled out of the tissue. The procedure was successfully completed with back-up devices. There was a short delay of less than 30 minutes reported. No patient injury was reported as the result of this event.

Manufacturer narrative:
Device investigation narrative - a review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified one additional complaint for this manufactured lot. Three requests were made for the return of the device without any response. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. Evaluation codes updated to indicate that manufacturing review was completed. (B)(4).